Event description:
Additional information received indicated that the lead was explanted and replaced due to noise.

Event description:
Additional information received indicated that the patient was stable post procedure.

Event description:
New information received indicated that additional far r-wave oversensing episodes were observed due to the right ventricular lead noise during an in-clinic follow up. The patient was asymptomatic. A chest x-ray was performed and no new information was observed. The patient was stable before, during and after the event and will continue to be monitored.

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to lead noise. The lead also exhibited intermittent capture. The noise was able to be replicated with the arm movement above the head. The lead was observed to be normal under a chest x-ray. The patient was not pacemaker dependent. The patient was stable and will continue to be monitored.